Manufacturer narrative:
Due to additional information, this event was linked to previously submitted report MDR# 3004209178-2018-27229. This additional information and futher information received regarding this event will continue to be reporting in a supplemental to 3004209178-2018-27229. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s system broke and was going to be replaced. Specifically, all of the leads failed and the only way to resolve the issue was to replace everything. There were no further complications reported or anticipated.